Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device still implanted in patient.

Event description:
It was reported by a consumer that she had a device implanted and is now experiencing vision problems.